Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm permanent cautery hook (pch) instrument to perform failure analysis. The instrument was analyzed and found to have a broke distal clevis on both sides of the ears of the clevis. The broken piece were not returned with the instrument. Clevis does not show abrasions scratches on the outer surface. Components adjacent to the broken clevis do not show damage. Common causes are attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery hook (pch) instrument's wrist stopped rotating and was stiff. No fragment fell into the patient. The procedure was completed with no reported injury.